Manufacturer narrative:
The device has not been returned to microline surgical, inc. And no investigation has been performed at this time.

Event description:
The m/l-10 multi-fire clip applier (1002) experienced a mechanical jam when first activated by the surgeon. The clips did not fire. There was no harm to the patient. The anesthesia time was extended for 5 minutes.

Manufacturer narrative:
The device was returned, decontaminated and visually inspected. The device was returned with the clip cartridge still jammed inside the clip applier. It appears the bar feeder was jammed in the actuated position at the end of the cartridge causing the feeder to not be able to retract. Additional information received from the user facility states that the malfunction occurred during a pre-surgery check and that there was no patient involvement.

Event description:
The m/l-10 multi-fire clip applier (1002) experienced a mechanical jam when first activated by the surgeon. The clips did not fire. There was no harm to the patient. The anesthesia time was extended for 5 minutes. Additional information received from the user facility states that the malfunction occurred during a pre-surgery check and that there was no patient involvement.